Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred with multiple cartridges. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in the 350s mg/dl.